Event description:
It was reported the soltive premium superpulsed laser system did not pair the soltive wireless footswitch, and each attempt resulted in error code e139 (pairing timeout). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation and the customer's allegation could not be confirmed. However, technical assistance center (tac) provided remote troubleshooting and error e139 was reported. During the call, several attempts were made to pair the soltive wireless pedal, but each attempt resulted in error code e139 (pairing timeout). Despite following the correct pairing procedure and providing assistance repeatedly, the system failed to switch from standby mode to ready mode using the foot switch. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.